Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received pump with intermittent button response due to corroded keypad traces. No frozen display noted. The device had cracked display window corner, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer reported that the screen on the insulin pump was frozen. Customer stated that no matter what button they pressed the screen remained frozen. Customer then mentioned that the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 91 mg/dl. No further information reported.